Event description:
Related manufacturer reference number: 2017865-2025-00279. It was reported that both the right ventricular (rv) and right atrial (ra) leads were exhibiting noise. No intervention was performed at this time. The patient will be followed-up.